Event description:
It was reported that during a rotational atherectomy procedure, sheath damage occurred. The lesion being treated was a chronic total occlusion located in the left main (lm). The physician completed the ablation with a 1.25mm burr at 180,000 rpms. The physician then removed the burr in dynaglide mode. The nurse noted a fluid leak in the proximal portion of the catheter. The physician removed the entire system and noted the sheath broken. The physician then continued the procedure with a 1.5mm burr. No pt complications were reported and pt's status was reported as 'stable'.